Manufacturer narrative:
No alleged device malfunction.

Event description:
It was reported the patient suffered a thrombic stroke in the left posterior cerebral artery (pca) territory two years following a stenting procedure. The physician reported he did not feel the stroke was related to the stent, but rather the patient's disease process. The physician did not feel that the stent's patency has had any significant change. Patient's condition is stable. Patient has been discharged home with right homonymous hemianopsia.